Event description:
End user states "3 from this box she has found do not peel back evenly and the paper tears. It is either a concern with the paper or it is they are adhered to plastic by sides. Not peeling apart smoothly as she is used to with this product. She was able to get the catheter out to use it ok."

Manufacturer narrative:
Device 3 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No similar complaint has been received to lot 5e03567 and malfunction code uca-pmc11.10 primary pack fractures, cracks, tears, rips or sheds material during opening. The machine logbook for the packaging lot 5e03567 was checked, and no records related to this issue were found. Additionally, no non-conformances were identified during the sterilization process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.